Event description:
(B)(6), home health nurse, advised that pump was reading upstream occlusion. Then tried to troubleshoot to no avail. After this, pump was reading self test error 3. Pt is almost due for maintenance. Will send new pump. Home health nurse will infuse via gravity for todays infusion. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Gammagard liquid indication: other dermatomyositis without myopathy. No further info/details or dates available.